Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y procedure, the staple load was pulled from the cell, opened to the sterile and loaded on the handle as usual, closed on the tissue as usual, but would not fire. The surgeon was not able to press the green button but was able to squeeze the handle. The surgeon adjusted the stapler a number of times and it would close on the tissue, but would not fire across the tissue. They opened another one with a different lot number and it closed and fired routinely. The same handle was used to complete the case. There was no patient injury.